Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap nephrectomy. (B)(4) clip applied to vessel. Tore vessel and caused major bleeding. Additional information received via email from applied medical team member, (B)(6): surgeon states that the patient is well. Surgeon stated there was no blood loss. Surgeon stated had not used (B)(4) before it was handed to him during case. Surgeon stated he had fully skeletonised the vessel but did not state what he had used to do so. Surgeon stated he closed the clip on the vessel and he noticed that the clip was fully closed but he could see the vessel lumen. He stated that only part of the vessel was contained within the closed clip, the other part of the vessel was open exposing the lumen. Surgeon stated he thought that as he had not used the device before that he may have been a little too powerful with his closure and so he applied a second clip and adjusted his strength accordingly. It was the same result. Only 2 clips were used in total. Surgeon did not describe any torque to the jaws. The surgeon did not describe closing the clip over thick dense tissue. He described it as fully skeletonised and not beyond the size he would usually use a m/l clip applier on. Surgeon stated that he then used a self retaining clip in place of the (B)(4). Surgeon stated he may have deployed the (B)(4) wrongly as it was his first time using it. The used (B)(4) has been retained by staff and is awaiting the arrival of biohazard bag and box which has been requested. Additional information received via email (B)(6)2019 from territory manager: the surgeon believes the clip was fully loaded in the jaws. The surgeon described the vessel as being cut. Patient status: patient is well. Surgeon stated there was no blood loss.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed. Based on the condition of the returned unit and description of the event, it is likely the reported event was caused by the user¿s clip application technique. The instructions for use (IFU), states to "locate the jaws completely around the vessel or structure to be ligated" and "with complete visualization of the ligation site, fully squeeze the trigger until it stops against the handle."

Event description:
Procedure performed: lap nephrectomy. Ca500 clip applied to vessel. Tore vessel and caused major bleeding. Additional information received via email from applied medical team member, 14 february: surgeon states that the patient is well. Surgeon stated there was no blood loss. Surgeon stated had not used ca500 before it was handed to him during case. Surgeon stated he had fully skeletonised the vessel but did not state what he had used to do so. Surgeon stated he closed the clip on the vessel and he noticed that the clip was fully closed but he could see the vessel lumen. He stated that only part of the vessel was contained within the closed clip, the other part of the vessel was open exposing the lumen. Surgeon stated he thought that as he had not used the device before that he may have been a little too powerful with his closure and so he applied a second clip and adjusted his strength accordingly. It was the same result. Only 2 clips were used in total. Surgeon did not describe any torque to the jaws. The surgeon did not describe closing the clip over thick dense tissue. He described it as fully skeletonised and not beyond the size he would usually use a m/l clip applier on. Surgeon stated that he then used a self retaining clip in place of the ca500. Surgeon stated he may have deployed the ca500 wrongly as it was his first time using it. The used ca500 has been retained by staff and is awaiting the arrival of biohazard bag and box which has been requested. Additional information received via email 06mar2019 from territory manager: the surgeon believes the clip was fully loaded in the jaws. The surgeon described the vessel as being cut. Patient status: patient is well. Surgeon stated there was no blood loss.